Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis : it was determined on analysis that the external pulse generator (epg) tested out of specification during incoming inspection due to the battery drawer being stuck. It was also noted that the hanger assembly was broken. The output connector assembly was broken. The encoder assembly and knobs were contaminated. The lower case at the battery drawer was broken. The display wire was pinched but wire insulation was not compromised. The main seal was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.